Event description:
Customer reported experiencing intermittent occlusion alarms. The customer noted recurring occlusion events, with some leading to their blood glucose level reading as "high" on their device, a specific value not provided. During these occurrences, the customer took corrective action by administering a correction injection. Despite the issue, customer resumed insulin therapy on their own without taking further action.